Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 69.0 cm and 71.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. The introducer sheath was not returned with the device. Conclusions: evaluation of the returned pod6 confirmed kinks on the pusher assembly. If the device is forcefully advanced against resistance, damage such as this may occur. The resistance was likely contributed by the reported tortuous patient¿s anatomy. The embolization coil was undamaged and intact with the pusher assembly; however, the functional testing was unable to be performed due to the pusher assembly kink. Penumbra are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was tortuous. During the procedure, a lantern became broken upon removal from the packaging. Therefore, the lantern was not used in the procedure. The physician opened another lantern and found that it was too short. This lantern was then removed and discarded. The physician opened a third lantern to continue the procedure. Next, while introducing a pod coil, resistance was encountered and the pod coil pusher assembly became kinked. Therefore, the pod coil was removed. The procedure was completed using another pod coil and the same lantern. There was no report of an adverse effect to the patient.